Event description:
The radiopaque marker detached, but remained on the catheter, upon introduction during a nephrostomy procedure. The catheter and displaced radiopaque marker were removed successfully as a unit. The procedure was successfully completed with another unit without pt complications. This device is currently being evaluated by the MFR. Upon completion of the engineering evaluation, a supplemental medwatch form will be forwarded under the above noted sequence number. Follow up revealed resistance was encountered upon introduction which co believes may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event.

Manufacturer narrative:
This device was returned, evaluated and retained by this MFR. No indications of use were detected. The tip of the 4 french dilator was slightly bent. No other problems of any kind were found and evaluation. The radiopaque band of the outer sheath was fully intact. Micoscopic examination found no indication of band movement. Since evaluation of the returned product did not reveal any problems with the radiopaque band co cannot determine the cause for the difficulties reported. Therefore, co does not attribute this event to the device. 400 (other) - tip of dilator slightly bent.